Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failing occusion testing (B)(6) 2018 09:59:28 (B)(6) po for $(B)(6) shipping & billing address confirmed. There was no patient involvement. (B)(6) 2018 08:40:53 (B)(6) (B)(4). (B)(6) 2018 08:47:27 (B)(6) customer stated failed occlusion test was confirmed due to a broken up ail sensor on channel a, replaced it a new one on channel a. The nicad and lithum batteries failed to hold charge, replaced them with new batteries.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failing occlusion testing. (B)(4). Shipping & billing address confirmed. There was no patient involvement. (B)(4). Customer stated failed occlusion test was confirmed due to a broken up ail sensor on channel a, replaced it a new one on channel a. The nicad and lithum batteries failed to hold charge, replaced them with new batteries.